Manufacturer narrative:
Device evaluated by MFR: the stent delivery system was returned for analysis. The hypotube was broken 81cm distal to the strain relief. There was evidence of material resistance at the both of the break sites. A visual and tactile examination found that the hypotube was kinked adjacent to both break sites and at various other positions along its length. This type of damage is consistent with excessive force being applied to the delivery system. The balloon was tightly wrapped, evenly folded and was not subjected to positive pressure. The crimped stent of the device was visually and microscopically examined and no issues were noted with its profile that could have potentially contributed to the complaint incident. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that shaft break occurred. A 2.75x24mm promus premier¿ stent was selected to treat the lesion. During preparation, while loading the stent into a guide wire, it was noted that the shaft was fractured. The procedure was completed with another with same device. No patient complications were reported.

Event description:
It was reported that shaft break occurred. A 2.75x24mm promus premier¿ stent was selected to treat the lesion. During preparation, while loading the stent into a guide wire, it was noted that the shaft was fractured. The procedure was completed with another with same device. No patient complications were reported.

Manufacturer narrative:
Device is a combination product. (B)(4). Device evaluated by MFR.: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).